Event description:
The iab was inserted into the pt on 06/26/1998 at 1:30 p.m. The arterial waveform dampened and the dr was unable to aspirate blood from the inner lumen. The iabp was placed on standby and the iab was removed on 06/26/1998 at 6:30 p.m. The iab was not returned to datascope for evaluation. Event complications: none from the event - reported 09/16/1998. Pt's current stauts: discharged - reported 09/16/1998.